Event description:
It was reported "blood transfusion running through PICC. Patient stated that their arm felt cold with pins and needles. Transfusion stopped, obs monitored & doctor informed. Nurse noticed that the PICC was wet at the insertion point of the PICC. Dressing removed and the PICC was flushed with 2ml posiflush. Leakage observed at the insertion point of the PICC. Line was removed and a fracture was observed. Patient cannulated to continue with blood transfusion. No delay in treatment and no patient injury reported."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a split is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. A blue, valved injection cap was attached to the hub. The catheter extended up to the 45 cm depth marker. Two compressed and indented locations in the catheter were observed at the 1 and 3 cm depth markers. The sample was flushed with water and a leak was observed. Microscopic observation of the leak location revealed a circumferential split between the 6 and 7 cm depth maker. The split edges were observed to have wrinkling with light discoloration. The edges were also rounded with a rough texture. The split corners were observed to be propagating towards a ¿c¿ shape. The characteristics of the split are consistence with damage caused by repeated kinking of the catheter leading to material fatigue. The wall thickness of the catheter was within specification. The product instructions for use (IFU) contains information that may have prevented this reported issue. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recz3620 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3620 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "blood transfusion running through PICC. Patient stated that their arm felt cold with pins and needles. Transfusion stopped, obs monitored & doctor informed. Nurse noticed that the PICC was wet at the insertion point of the PICC. Dressing removed and the PICC was flushed with 2ml posiflush. Leakage observed at the insertion point of the PICC. Line was removed and a fracture was observed. Patient cannulated to continue with blood transfusion. No delay in treatment and no patient injury reported."